Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and elevated blood glucose level resulting in a hospitalization; cause of dka was not provided. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.